Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump did not deliver insulin as intended. There was no reported adverse impact to customer's blood glucose level. Reportedly, customer believed the issue was with the non-tandem infusion sets, however customer changed infusion set types, and issues persisted. Customer maintained the pump was not functioning as intend. As tandem technical support was not contacted at the time of the reported issue, a system check could not be performed to determine a possible cause of the event. Customer's health care provider instructed customer to revert to manual injections for insulin therapy.